Event description:
It was reported that during a esophagectomy procedure, the buttons on the device stopped working for the hand control. They pulled another device and finished the case. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.